Event description:
Complication in surgery. Fractured drill bit retained in patient. Or was able to locate and retrieve it during x-ray of child. Equipment is: stryker bur, ref #2296-101-026, lot #16096017. Chart reviewed: procedural note states "a pineapple bur fractured mid shaft during the osteotomy on the right side. It required fluoroscopy and subsequent retrieval after approximately 30 to 45 minutes, as well as orthodontic appliances on the patient's mandible failed intraoperatively."